Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device was switching off even though the battery was charged. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display shuts down within about a minute (screen blank) and 10 beeps were heard. With this condition, the device was unable to operate and unable to engage in continuous monitoring. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. It was found that the component u21 on the instrument board was shorted. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.